Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "intra and extracapsular rupture" and ¿siliconoma".

Event description:
Physician reported left side ultrasound findings of "intra and extracapsular rupture", ¿ductal ectasia" not device related, ¿siliconoma" and at least 4 "lymph nodes". The device status is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification). Granuloma: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: observed non penetrating nick on the device. No further actions are required as the device was implanted.